Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not ¿holding its settings¿. Reportedly, the pump¿s performance did not match the saved settings. Blood glucose (bg) was fluctuating (66-296 mg/dl). Correction bolus was delivered to address elevated bg and carbohydrates were consumed to address low bg. The customer declined tandem technical support¿s offer to troubleshoot and disconnected from the call. No additional information was provided.